Event description:
It was reported from a (B)(6) event report that patient underwent right oxford knee arthroplasty in (B)(6) 2008. Subsequently, it is alleged that patient will need revision surgery due to instabilities. No known revision procedures have occurred. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This medwatch is being sent to report the event. Follow-up medwatches will be sent if more information is received. Event date - no known revision procedure. Explant date - device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.